Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump malfunction was first noticed (B)(6) 2018. Clarification of the pump malfunction was noted as there was no device issue, patient/therapy issue or procedure issue. The sideport study was normal. The patient experienced spasms. There was no malfunction of the pump. The pump was functioning well. Patient weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the patient was hospitalized. The pump was malfunctioning. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.